Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(4) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. Beginning on an unknown date there were high impedances over 10,000 on electrodes 0, 1, 2, 3, and 5. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep interrogated with the physician programmer and then reprogrammed to avoid those electrodes. The issue was resolved and the patient was noted to be alive with no injury. However, the rep noted that they were going to have the patient try the new programming to see if it was effective. If not, they may schedule a lead revision. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who replied back from follow up email sent to them. The manufacturer representative reported the cause of patient's issues was unknown. Patient was referred to surgeon for possible lead revision. Omitted information included in (B)(4) broken connector pin and (B)(4) 375 error code, (B)(4) pp antenna loose/flickers*

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for failed back surgery syndrome. It was reported that the patient's stimulator stopped working. They stated the stimulator was not working on her left side where it was supposed to work. They went and saw their doctor (hcp) for pain medication and to check on device. At that time she also saw the rep in (B)(6) 2018 and they found out she has more broken wire again with her implanted system. The patient stated she does not remember when the was made aware that stimulator stopped working, but that she met with the rep at her appointment in september. They also stated they had previous broken wire was found about 1.5 months prior to this, but the rep was able to help re-adjust their settings. They stated they had an appointment with the surgeon. They thought it was this week but they were going to change the date. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial#: (B)(4), product type: lead; product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added the codes listed to the ins as a correction: event date is approximate. If information is provided in the future, a supplemental report will be issued.